Event description:
In 2002 patient underwent surgical resection of left parietal meningioma with implantation of dura-guard. Patient later developed osteomyelitis of the cranium, underwent second surgery with explantation of dura-guard 20 months later.